Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Suspected cause was due to having too much insulin on board (iob). Customer consumed liquid glucose shots to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.